Manufacturer narrative:
Angiodynamics has received notification from FDA that we no longer are eligible to participate in the alternative summary (asr) program for the product families of vortex and smartport (see attached email). This MDR is being filed at this time based on the ineligibility notice, dated june 12, 2017, which is our aware date for this MDR filing. As the reported defective device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description cannot be confirmed, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. DHR/shr review was not performed since no smartport upn or lot number was provided. Due to the nature of the defective port failure mode it cannot be determined whether the port was used in accordance with its labeling (dfu); the risk of the reported event failure mode - defective port, is identified in the smartport. The following is provided as a reference: labeling review: the instructions for use, (107102, rev. E) which is supplied to the user with this catalog number, contains the following statements: caution: it is extremely important to adequately flush the port after blood withdrawal. Occlusion of the catheter can occur if blood is left in the catheter for an extended period of time. Power injection should not be performed if blood aspiration is not present or the port is difficult to flush. If the implanted port is utilized, it may result in device failure or patient injury. Two-way obstruction (unable to infuse through the port system and unable to aspirate blood): causes a fibrin tail, clot or sheath may be on or within the catheter. The non-coring (huber point) needle may not be patent or properly positioned within the port septum. Confirm that the needle is of sufficient length and, when positioned in the septum, the needle opening is not occluded by the septum. The clamp on the non-coring (huber point) needle should be open. A drug precipitate caused by incompatible drugs infused through the port may be obstructing the system. To prevent, use adequate amounts of sterile normal saline between incompatible solutions. A thrombolytic agent may be used on the order of a physician to restore patency. The procedure should be outlined by the drug manufacturer's labeling. Use facility protocol to determine which thrombolytic agent to use. The use of streptokinase has been known to cause allergic and anaphylactogenic reactions. A contrast study performed through the port may confirm fibrin sheath presence, kinking, malposition, or pinch-off syndrome. Caution: do not force solutions through the port system to clear an obstruction. A high pressure situation may cause irreversible catheter damage, leading to port system explant. Pinch-off syndrome: pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. Warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Note: if infusion or aspiration is successful upon lifting arm above the head and turning the head, consider pinch-off syndrome as a possible cause. The line should be radiologically evaluated if pinch-off syndrome is suspected. A chest x-ray can help diagnose the grade of pinch-off or catheter fracture radiologically at the costoclavicular area. Warning: if pinch-off syndrome is suspected, the port should be evaluated prior to power injection. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4). Device unavailable for return.

Event description:
As reported to angiodynamics on june 27, 2016 by the patient's wife: my husband had a smart port put into his chest on (B)(6) 2015 in order to have chemo therapy. This port was defective and he had to have this one removed and another smart port put in his chest on (B)(6) 2016. It was reported that the disposable device is not available to be returned to the manufacturer for evaluation.